Event description:
(Os 17.555). The dentist reported 15 days after the dental implant was installed in the patient's mouth, it was verified its non osseointegration. Sixty ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii. The implant was carried out immediately.

Manufacturer narrative:
(B)(4).